Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery the surgeon was implanting a screw in the distal portion of the plate through the targeting guide when the screwdriver hex tip snapped off in the screw head. It was also reported the surgeon had to take evasive action to remove the broken tip which added time to the procedure. The surgery was completed after a 20-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00708 for the driver involved in this event.